Event description:
It was reported that a vitality driver is worn due to usage. Manufacturer inspection also revealed that the tip of the driver is deformed and unable to mate with a screw.

Manufacturer narrative:
Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the tip has deformation damage. A functional inspection was performed with a vitality screw (07.02000.075 lot t09180) and found that the driver does not fully seat in the screw head. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. This event could also be attributed to off-axis forces applied during use. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.